Event description:
It was reported that the chamber gauge meter was not working properly. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed, because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Received device in good condition. Performed check of gauge by connecting 5.6 psi of air to pressure chamber fitting. Pressure gauge failed testing. The root cause of the reported issue was found to be a faulty gauge. Actions were taken to mitigate the reported issue: replaced the gauge. D4 unique identifier is unknown. No information has been provided to date.